Manufacturer narrative:
Dr. Indicated the implant achieved osseointegration. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 weeks after the dental implant was placed in ada site 11 in the mouth, the implant lost osseointegration in type iii bone. Clinician reports patient's discomfort and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Dr. Indicated the implant achieved osseointegration. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 3 weeks after the dental implant was placed in ada site 11 in the mouth, the implant lost osseointegration in type iii bone. Clinician reports patient's discomfort and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).